Event description:
During an atrial fibrillation ablation procedure, a communication issue occurred which delayed the procedure. When the catheter was connected, no contact data could be seen on ensite. The tactisys was rebooted and another catheter was used which did not resolve the issue. A tactisys was then obtained from another hospital to completed the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the communication issue and subsequent delay remains unknown.

Manufacturer narrative:
One tactisys¿ quartz ablation system was received for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Functional testing confirmed the reported issue as communication with the catheter could not be established. Additional testing of the fiso diagnostics revealed the absence of signal at the channels one (brown) and three (orange) locations. Replacing the internal fiber optic cables at the affected channels restored normal functionality to the system, as confirmed during the measurement of contact force.